Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not booting. The review of system log file could not directly confirm the malfunction. The philips engineer found issues with host pc hdd. To resolve this issue, the fse replaced defective hdd and reloaded the software. After replacement and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.